Manufacturer narrative:
The blue wrap lines were packaged incorrectly that sterile segments (tubings) were contaminated during setup. It was determined that the eto tape was not holding tubing with wrap securely. Re-training of operators was conducted and documents per the maquet CAPA system. (B)(4).

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
It was reported that the custom pack was assembled in a manner that sterile segments were contaminated during set up.